Event description:
Customer reports dosing with insulin based on unspecified high readings obtained on their freestyle blood glucose monitor. Customer then began to experience symptoms of hypoglycemia, shortly thereafter the customer lost consciousness. The paramedics were called, and the customer was admitted to the hospital, where an intravenous treatment was administered in order to stabilize glucose levels.